Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. Patient reports tape not sticking and not fully inserted. The blood glucose level was 635 mg/dl and the patient was treated with bolus and intravenous (IV) drip. The length of the hospitalization less than twenty-four hours. No further information available.